Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. Information was reported that a patient's ins was fully replaced because his fiber optics got messed up because he was pressed up against a banister. The caller stated the whole system needed to be replaced and he has to be re-routed.